Event description:
A male patient was enrolled in the study in 2007 with 2-vessel disease. The main indication for the intervention was stable angina pectoris. The lesion initially treated was in the proximal to mid circumflex. It was type b2 native and de novo. The lesion had a reference vessel diameter of 2.75mm and a lesion length of 40mm. The lesion was pre-dilated with a 2.5 x 15mm balloon at 8atm. A 3.5 x 23mm cypher select plus stent implanted and a 2.75 x 13mm cypher select plus stent also implanted. The stent was not post-dilated. During the one-month phone call, the patient reported experiencing angina pectoris. In 2007, the patient was admitted for a staged procedure to treat a lesion in an unknown location. Three months later, the patient returned for a staged procedure to treat a lesion in an unknown location. During the six-month phone call on november 2,2007, the patient reported experiencing angina pectoris.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-00692. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.